Event description:
Discordant, falsely high sodium results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same and alternate advia 1800 instrument, resulting lower. The customer amended reports where the differences between the initial and repeat values were clinically significant and issued those repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After the discordant results were obtained, it was found that the small white connector that attaches the ion selective electrode (ise) buffer line to the cap of the ise buffer bottle was slightly loose, which was allowing the air to be drawn into the buffer line. This resulted in incorrect volume being added to the ise dilution bowl, which cause discordant results. The customer tightened the connector and has not observed additional discordant results. The instrument is performing according to specifications. No further evaluation of the device is required.